Event description:
Pt reported that the infusion device does not fully deliver boluses. Pt provided an example that if she programs an 8 unit bolus using the glucometer, the glucometer countdown and the infusion device motor sounds stop at 4 units. The infusion device will show in the history that the full 8 units were delivered. Pt is certain the boluses are not delivered correctly due to elevated blood glucose. This only occurs with boluses and not during basal delivery. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.